Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the lever was cycled open and closed, the foot was fully deployed and fully retracted with no resistance noted. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close and device entrapment could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device successfully pre-placed. Reportedly, the foot of the second prostyle device was not fully closed and the device became stuck in the patient anatomy. This occurred with four prostyle devices in a row. The second, third, and fourth prostyle devices were removed manually. The fifth prostyle device was removed via surgical cutdown. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved via a surgery. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.